Event description:
It was reported that the pacing-dependent patient presented for follow-up with over-sensing exhibited by the right ventricular lead. The noise episodes resulted in pacing inhibition. No interventions were reported. The patient was stable.